Event description:
It was reported to medtronic minimed that the customer experienced pump was off and customer replaced the battery and it did not turn on. Customer tired another battery and got a pump error 23 (post-reset ram crc alarm) and noticed a crack on her pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported a blank display. Customer reported that battery compartment and/or springs are damaged and/or corroded. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Customer reported receiving a power loss alarm. Customer was able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned. Customer will discontinue to use the insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, rewind test, self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, cracked case (battery tube), broken belt clip rails and cracked battery tube threads. In summary, customer alleged battery power loss not confirmed. Blank display not confirmed. Pump error 23 not confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.